Event description:
It was reported that the battery on a 980 ventilator was not charging. The ventilator was not in use on a patient at the time of the reported event. The customer reported that the serial number of the ventilator was unknown therefore the device manufacture date is unknown.the service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.